Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with two 350 cc mentor smooth round moderate profile saline breast implants experienced bilateral symptoms such as sinus surgeries, headache issues, joint pain, back pain, skin rashes, brain fog and many eye issues post procedure. The mentioned complications have not been diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. See 1645337-2019-17756 for contralateral prosthesis report. This event was previously reported to the FDA by the patient under mw5087133.